Event description:
The customer reported that the display on his insulin pump was blank after inserting a new battery. The customer had already received a new battery cap. He was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer's blood glucose was 149 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.